Event description:
During follow-up, externalized conductors were observed via fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. Lead fracture was noted during revision. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned for analysis. The damage found was sustained during the surgical procedure, otherwise the lead was normal.